Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault. The lens was exchanged for a shorter lens. On pt's last visit, bcva was 20/13. See MFR # 2023826-2011-01001 for left eye.

Manufacturer narrative:
(B)(4) - secondary surgery.